Event description:
A balloon ruptured at four atmospheres during a superficial femoral angioplasty procedure of a possibly concentric calcified lesion. Following removal of the balloon catheter, it was noted the balloon material was missing from the catheter shaft. The balloon material was not located. No retrieval attempts were made. The pt was asymptomatic and left and hospital against medical advice. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated the balloon catheter was passed through multiple lesions prior to balloon inflation or a possibly calcified concentric lesion. Pt anatomy may have been a contributing factor to this event. However, without evaluating the device, co is unable to determine the cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediatedly discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."